Event description:
It was reported that "the drug didn't make or keep the patient numb". No patient harm or injury. The patient status is reported as "fine". Associated to 9680794-2023-00926 and 9680794-2023-00927.

Manufacturer narrative:
Qn#(B)(4). The reported complaint of the medication being ineffective could not be confirmed. The potency of the bupivacaine met specifications according to the manufacture's coa. A device history record review was performed on the bupivacaine ampule with no evidence to suggest a manufacturing related cause. Therefore, the potential cause of this complaint could not be determined. No further action is required at this time.teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that "the drug didn't make or keep the patient numb". No patient harm or injury. The patient status is reported as "fine". Associted to 9680794-2023-00926 and 9680794-2023-00927.

Manufacturer narrative:
(B)(4).